Event description:
A customer reported observing a condition code on multiple pt samples running anti-hcv. The results were reported to the physician. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.